Event description:
On 2/5/2024, it was reported by a sales representative via phone that an ar-9561-30s univers revers modular glenoid system, central screw, modular 30 mm disassociated from the baseplate when being implanted. Nothing broke inside the patient, and the screw was retrieved from the patient. Another ar-9561-30s central screw was used to complete the case. There was a 30-minute delay in the procedure, with additional anesthesia administered due to getting the ar-9561-30s central screw from another facility. This was discovered during a reverse shoulder arthroplasty procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was a user error setting the device together. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.

Manufacturer narrative:
Corrected information: h6, h11. Based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was a user error in setting the device together. When two devices are intended to be threaded together, ensure they are fully engaged before use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of failure was received.